Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The operator reported that during "saline divert", as soon as the pt's catheter was connected to the disposable tubing, the pt started coughing. At some point during the procedure, the pt said that he felt something pulling on his chest. No leaks or air bubbles were observed during the procedure. A few minutes later, the pt was not feeling better, so the operator ended the procedure. This report is being submitted due to the potential for air to the pt and medical intervention.

Manufacturer narrative:
(B)(4). The pt was given an EKG and a chest x-ray to look for potential clots from the catheter. The diagnostic tests revealed nothing out of the ordinary. On (B)(4) 2010, a service tech examined the cobe spectra machine. The machine performed as expected. The disposable set was returned along with the blood warmer accessory tubing. There were no misassemblies missing parts, or leaks observed on the returned set. Mfg records were reviewed and the disposable lot met all acceptance criteria for lot release. The pt underwent another tpe procedure on (B)(6) 2010. In this procedure, the single pass prime technique was used. This diverts the priming fluid from the pt. This procedure was uneventful. On (B)(6) 2010, the physician verbally confirmed with a caridianbct quality specialist that he believed the root cause to be a reaction to ethylene oxide. The single pass prime procedure being uneventful supports this. However, a skin prick test or an eto radioallergosorbent test was not performed to ensure that this was the case. Conclusion: it appears that this was a pt reaction due to an eto allergy. This is a known potential side effect of the procedure.